Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe drops of insulin exiting from the end of the tubing after delivering a bolus. Customer's blood glucose (bg) ranged between 300-400 mg/dl. Customer changed infusion set and cartridge and was able to resume insulin therapy with the pump.